Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during use in neonatal mode the unit displayed high fio2. The patient was removed and placed on an alternate unit as a precaution and there was no harm. The biomed evaluated the unit and was not able to duplicate the issue but noted that the blender delivery is out of specification by 3%. Technical support advised to balance the blender regulators and calibrate the blended gas transducer.